Event description:
It was reported that the patient had an infection after the most current device replacement on (B)(6) 2013. The patient was in the hospital on(B)(6) 2013 for the implant and sent home on (B)(6) 2013. The infection followed immediately after implant. It was unclear if the patients stay at the time of the implant was directly due to the infection or not. At the time of the report, the patient was still being treated for the infection. Additional information was requested, if received, a follow up report will be sent.

Event description:
Additional information received reported the patient's recorded history with physician. The chart note on patient¿s visit on (B)(6) 2013 was reported: it was noted that the patient was seen for a follow-up wound check. Reportedly the patient¿s pain was better. It was noted that the peripheral stim was working to control her postoccipital cephalgia. She was still receiving daptomycin intravenously (IV) for her infection. It was noted that the patient had ¿some fatigue¿ with this treatment, however reportedly her incisions are healing well and she has less drainage from them. The patient reported fevers of less than 100 degrees fahrenheit and had no chills. It was noted that, on exam, the left posterior occipital incision has yellow discharge. The erythema surrounding the incision is significantly less than the last exam. It was noted that the status post peripheral stim revision with postop infection, which was resolving. It was noted that the patient would continue with the IV daptomycin and will consult the patient¿s infectious disease specialist. They may change her to oral antibiotics pending the specialist¿s advice. It was noted that the office would see her again in ¿a few weeks.¿ the chart note on the patient¿s visit on july 30, 2013 was reported: it was noted that her white blood cell count (wbc) was 6.7(x1000). It was noted that the c-reactive protein (crp) was still mildly elevated. The patient reportedly started doxycycline 100mg b.i.d. (Twice daily). It was noted that the incisions were intact with some serious drainage in the left occipitocervical incision on the later aspect of the wound. It was noted that the occipital stimulation system was completely functional. It was noted that they would discontinue the peripherally inserted central catheter (PICC) line. The chart note on the patient¿s visit on (B)(6) 2013 was reported: it was noted that the patient was seen at the office for wound check. It was noted that the patient had woken up ¿thursday morning¿ with increased pain and swelling in the left posterior occipital incision area. The patient reportedly called the doctor who starter her on augmentin. The patient reportedly had been on the augmentin for ¿a few days now and was having a good response.¿ it was noted that the patient noticed less swelling in the area and the redness had also resolved. It was noted that the patient had diarrhea from the augmentin. It was reported that upon exam, her visual analog scale (vas) was 5/10. It was noted that the left posterior occipital incision had a small amount of yellowish discharge over the lateral aspect of the incision but there was no erythema or erythematous streaking noted. There was reportedly no tenderness to palpation. It was noted that the patient¿s status post peripheral stim revision with infection was improving. It was noted that the office would see her again in 1 week for a wound check and she was advised to call with any changes. It was recommended that the patient try an oral probiotic either via pill form or by eating more yoghurt with probiotics to help with the diarrhea from the augmentin. The chart note on the patient¿s visit on (B)(6) 2013 was reported: it was noted that the incision was still draining with some oozing of the left inferior occipitocervical incision. The area was noted to have been slightly opened with softened wound edges. It was noted that it appeared to show ¿mild necrotic tissue.¿ it was noted that a wound debridement was necessary. It was noted that the debridement would be performed outpatient. It was noted that the patient would continue on augmentin as ordered; she was no 1 g q.8h. (Every 8 hours) without side effects. It was also noted that the patient had been monitored on (B)(6) 2013. Written note: (B)(6) 2013: post-op check. It was noted that the wound was washed out and still oozed. The patient was instructed to wash with hydrogen peroxide three times daily and to maintain augmentin. The chart note on the patient¿s visit on (B)(6) 2013 was reported: it was reported that the patient still had oozing from the left lead implantation site. The culture and sensitivities were noted to have returned demonstrating clindamycin sensitivity. It was noted that 150 mg of clindamycin every 6 hours would be administered for one week along with augmentin. It was noted that the rest of the incisions were intact with no signs of subcutaneous spread. The chart note on the patient¿s visit on (B)(6) 2013 was reported: it was noted that there was still drainage despite the combination therapy. It was noted that the patient was not healed and was showing ¿some edema cranially.¿ it was noted that the plan was to wash out the lead site with partial removal of the implanted hardware from this location in an attempt to save the rest of the implanted system. There were reportedly no signs of subcutaneous spread to the other locations across her neck or caudally along the extension wires to the implantable pulse generator (ipg). The chart note on the patient¿s visit on (B)(6) 2013 was reported: it was noted that the patient had an intraoperative culture irrigation and debridement and occipital nerve stim electrode removal on the left with a pulsavac irrigation wound packing performed under x-ray guidance on (B)(6) 2013. It was noted that the patient was still receiving adequate pain relief coverage on the right posterior occipital region with her stimulator. It was noted that the doctor had requested daily wound care after explant; however, the wound care did not go to the patient¿s house as it was in a remote location. It was noted that, upon examination, the left posterior occipital incision was packed and oozing pus. There was also erythema noted with possible streaking from the left posterior occipital incision down to the left shoulder incision. It was decided the that patient should be admitted to the emergency room and the doctor will meet her to perform and explant the system due to the infection. The chart note on the patient¿s visit on (B)(6) 2013 was reported: it was noted that the patient was seen in the office for a follow-up after undergoing a peripheral nerve stimulator explant on (B)(6) 2013. It was noted that the patient reported that her chronic fevers and infection were resolving. She reportedly denied having any chills at this time. She was reportedly taking rocephin intravenously and noted that she felt improvement in her infection. It was noted that the patient was also taking 20 mg of oxycontin every 12 hours and 7.5 mg of mobic which was providing some benefit for her chronic cephalgia. It was noted that the patient had increased symptoms in the posterior occipital region radiating up towards the top of her head after the stimulator system was removed. It was noted that the patient was unsure if she had ever taken any nerve/neuropathic pain medications; however, she thought she may have taken neurontin for a short time and she may have had a side effect from it. It was reported that the patient denied taking lyrica in the past. It was noted that upon exam, her vas was 7/10. It was noted that she was ¿alert and oriented x3.¿ it was noted that the patient was well-developed, well-nourished, and in no acute distress. It was noted that her skin had a normal color with no diaphoresis noted. The multiple incisions in the cervical, thoracic, lumbar, and abdominal region were intact with staples without signs of infection. It was noted that the doctor removed the staples and applied steri-strips to her incisions and all incisions appeared to be well-healed. It was noted that in an attempt to better control her cephalgia, the patient was started on a small dose of neurontin 100 mg to take once a day and slowly titrate to 3 times a day. The patient was advised to continue with oxycontin and mobic and will be back in a week for follow-up, would check, and reevaluation. The chart note on the patient¿s visit on (B)(6) 2013 was reported: it was noted that all the incisions were completely closed and well-healed. It was noted that the patient was still receiving rocephin intravenously per infectious disease. Her motor strength, coordination, and ambulation were reported to have been restored to normal. It was noted that the patient reported a sense of tiredness and sedation, but is only utilizing 20 mg of oxycontin every 12 hours. It was noted that she was ¿not using the percocet for breakthrough pain and mobic 7.5 mg q. 12h.¿ the patient reportedly had not started the neurontin. It was suggested that a trial of nuvigil 50 mg in the morning. It was noted that she will return in one month for recheck. It was noted that the patient was ¿already thinking about restoration of the system.¿ the chart note on the patient¿s visit on (B)(6) 2013 was reported: it was reported that the patient ¿realized that the efficacy of the occipital and various peripheral nerve stimulation systems benefit.¿ it was reported that the patient was well-healed from the dehiscence of the left-sided lateral lead with the complete removal of the hardware. It was reported that she was finishing her IV antibiotic therapy. It was also reported that the patient had an area of retained suture, which needed to be removed in a more surgical means as it was too overgrown to proceed in the office. It was also noted that the patient stated she needed cataract surgery. It was noted that the patient was otherwise being maintained on opioid therapy including 20 mg of oxycontin every 12 hours. The patient reported that it was only providing limited benefit, but preventing her ability to work on it. It was noted that she would be returning in one month. The chart note on the patient¿s visit on (B)(6) 2013 was reported: it was noted that the patient was off her IV antibiotic therapy and the catheter had been removed. It was noted that the patient ¿had been on oral antibiotic therapy status post dehiscence of the occipital nerve stimulation system and its removal.¿ it was noted that the concern from the standpoint of the infectious disease specialist had to do with her anterior cervical discectomy fusion plating and vertebral body screws which had been present for over 10 years. It was noted that the office disagreed with the need for ongoing oral antibiotic therapy since the likelihood of well-healed, longstanding implant having significant hematogenous exposure to any bacteria is quite low. It was noted that the patient was interested in re-implantation. It was noted that the patient reported ¿considerable concern¿ regarding the recurrence of her intraductal breast carcinoma which was diagnosed ¿a number of years on the left breast.¿ it was noted that the patient reported sensations that may be associated with her prior presentation. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3888-45, lot # va05gp1, implanted: (B)(6) 2013, product type lead; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3888-45, lot # va05gp1, implanted: (B)(6) 2013, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3888-45, lot # va08lmz, implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the patient¿s infection was ¿not intrathecal¿ and had a date of onset/diagnosis of ¿one month post-operatively.¿ it was stated the patient exhibited symptoms of redness, swelling, drainage, and incisional wound opening. It was noted the patient was administered perioperative antibiotics and both intravenous and oral antibiotics. A culture taken from where the pt's ¿lead implant sat¿ found ¿mixed flora.¿ it was noted the patient¿s infection was ¿ongoing¿ at the time of follow-up.

Event description:
Additional information received reported that it had been four months since surgery and the patient was still on daily home infusion of a strong antibiotic, rosesephin. The patient lost her summer to constant fever, repeated hospitalization, doctor appointments, and more. The patient wanted to think that she would have an implant again, but it was doubtful. The surgeon removed the entire system and the infection had tracked along the wires of the stimulator.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).